Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 600 mg/dl while wearing the pod. The patient reported that the pod fell off the site and was bleeding. It was also reported that the patient lost consciousness. The patient was treated with IV insulin and fluids. The patient was released six days later. The pod was worn when seeking medical attention.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.